Manufacturer narrative:
Concomitant medical products: catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported there was a catheter issue. An x-ray showed the catheter "may be connected, but it also looked like it may be partially disconnected." No patient symptoms were reported. The device system was used to infuse lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Event description:
The hcp later reported that there was not a catheter disconnect, connection was intact.

Manufacturer narrative:
(B)(4).